Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with a mentor smooth round moderate plus profile, 375cc saline breast implant has experienced left-sided deflation postoperatively. As a result, patient underwent bilateral replacements with unspecified implants on (B)(6) 2022.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the surgeon is not operating on the patient now....he saw her this week and now her implants are the same size where a few weeks ago one was larger and one was smaller so they thought there was a leak. He is thinking maybe she had lymphatic drainage which caused one side to look larger than the other but for now the patient is happy and he is not going to operate on her. Manufacturer¿s reference number: (B)(4).